Manufacturer narrative:
Add'l PMA/510k: k052110.

Event description:
A continuous positive airway pressure (CPAP) device failure reportedly resulted in a thermal void in the device's top enclosure. No patient harm or injury occurred as a result of the device failure. The device associated with the reported product problem has been returned and an investigation of the reported event has been initiated. A follow-up report will be filed when the investigation is complete.